Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were unable to charge. The patient stated that she was in an accident on (B)(6) 2016 and had not felt stimulation since her accident. The patient stated that she was not able to connect to charge her implant on the day of the call. The patient did not have a programmer available to check the implant. The change in therapy or symptoms was considered sudden. The indication for use was malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.